Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage where the foreign material was found. The root cause of the foreign material that remained in the auxiliary water channel and air/water channel could not be established as it was unknown if there was deviation from the instruction for use (IFU) in the reprocessing steps for the area where foreign material remained. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects on the air/water tube and jet tube. There was no patient involved.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; air/water cylinder and suction cylinder both had no color; switch 1 was damaged; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; light guide protector had a scratch; objective lens and light guide lens both had a crack; and the connecting tube and universal cord both had a wrinkle: the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.